Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The symptoms given in the patient report appear to match the damage found. This is a combined initial and final report.

Event description:
Explanted device received for investigation. No trauma has been reported.